Event description:
In 2006, l4-s1 spinal instrumentation was done with moss miami si hardware. Sometime after the surgery, one or two screws at s1 were found to be broken. A revision was planned to replace the broken hardware. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.